Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 for the removal of a zimmer intramedullary nail for a nonunion of a left proximal femur fracture. The hardware was replaced with a synthes proximal femur plate and approximately six to seven screws. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).